Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a single incision laparoscopic repair of right inguinal hernia. He had revision surgery 2 years and 2 months post-surgery. The patient experienced recurrence, and pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of right inguinal hernia. It was reported that after the implant, the patient experienced recurrence, pain, infection, adhesions, emotional distress, and mental anguish. Post-operative patient treatment included revision surgery, hernia repair with new mesh, lysis of adhesions, hospital stays, mesh revision, and medication.

Manufacturer narrative:
Additional information: a4, b2, b5, b7, g1, h4, h6 (ime, imf codes) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of right inguinal hernia. It was reported that after the implant, the patient experienced recurrence, pain and infection. Post-operative patient treatment included revision surgery.